Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection. Reportedly, the patient device was implanted in the abdomen, and the infection was caused by an abdominal wound. There were no additional adverse patient effects reported. This crt-p was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.